Event description:
It was reported via voluntary medwatch (B)(4) that stent dislodgment occurred. The 4.00x20mm promus element plus stent dislodged from the stent delivery balloon. The stent remained on the stent delivery catheter and was removed from the guiding catheter. The device and the delivery balloon were removed from the field.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Received for analysis was an nc treck 2.7 *15 abbot device along with a 0.014" guidewire inserted through its wire lumen. Also received with this device was another guidewire, which measured 0.014". Also received with these devices was a detached stent. An examination of the detached stent found that the stent was stretched and damaged, however, the stent is consistent with a promus element 20mm stent. It is noted that the delivery device for the promus element was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4)

Event description:
It was reported via voluntary medwatch 030000000-2013-8010 that stent dislodgment occurred. The 4.00x20mm promus element plus stent dislodged from the stent delivery balloon. The stent remained on the stent delivery catheter and was removed from the guiding catheter. The device and the delivery balloon were removed from the field.